Manufacturer narrative:
Submitted: (B)(6) 2016. The pump has been returned and evaluated by product analysis on 03/24/2016 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked below the bumper pad and the display screen was found to be discolored.

Event description:
The pump was returned for investigation. Investigation revealed a display defect and battery compartment damage. This report is made based on results of investigation completed on 03/24/2016.